Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device triggering an apnea alarm. The parents of the patient are claiming that the "expiatory valve had 'fallen' off the vent and therefore triggered an apnea alarm." No harm to the patient was reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following incident description: quotation from the reporter: "the parents of the patient are claiming that the breathing circuit expiatory valve had 'fallen' off the vent and therefore triggered an apnea alarm for the patient". No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the device log files for analysis. The log files showed several disconnection on ventilator side alarms as well as apnea alarms within the timeframe of (B)(6) 2025. Following the reported event, a full service was carried out, and no issues were identified. All tests were passed, and the device has been returned to use. The exact root cause of the issue could not be determined.